Manufacturer narrative:
Occupation: other, senior counsel, litigation please note that the exact event date is unknown and the event date in section is the complaint awareness date. As reported, the patient underwent placement of an optease retrievable vena cava filter. The indication for the filter placement was not reported. At some point after the filter implantation, the patient became aware that the filter had tilted. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to tilt of the filter and the resultant symptoms. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Manufacturer narrative:
As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. Per the implant records, the indication was deep vein thrombosis (dvt). A veno cavogram demonstrated a patent, normal in caliber ivc that was free of thrombus. The optease filter was deployed in an infrarenal location. There were no reported complications. The following day, a chest x-ray was indicated for dyspnea and revealed no acute processes. The report states that the filter subsequently malfunctioned including, but not limited to tilting of the filter. Per the patient profile form (ppf), the patient reports tilting of the filter, pain and stiffness in the right neck area where the ivc filter was inserted, headaches, lower back and abdominal pain and anxiety. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Anxiety, dyspnea, stiffness, headache and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to tilting of the filter and the resultant symptoms. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages. Per the implant records the patient was reported to have a preoperative diagnosis of deep vein thrombosis (dvt). The right neck was prepped and draped in the usual sterile fashion. Under ultrasound guidance a micro puncture needle was advanced into the right internal jugular vein. An inferior vena cavogram was performed demonstrating a patent and compressible right internal jugular of normal anatomy, as well as normal in caliber and free of thrombus. The optease filter was then deployed in an infrarenal location. Positioning was confirmed with a post placement vena cavogram, which showed the filter placement in an infrarenal location. The following day, a chest x-ray was indicated for dyspnea and reported the lungs were clear with a normal heart size and pulmonary vessel caliber. According to the information received in the patient profile form (ppf), the patient reports tilting of the filter, pain and stiffness in the right neck area where the inferior vena cava (ivc) filter was inserted, headaches, lower back and abdominal pain and anxiety related to the filter, becoming aware of these events approximately nine years and six months after the filter implantation.